Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery with the fns implants. After the surgery, the patient's fracture site was not fused and prolonged, and femoral neck shortening was progressing. The patient also complained of pain. At that time, the doctor asked the patient about switching to artificial bone head, but the patient was reluctant and was under follow-up. Recently, the shortening of the femoral neck gradually progressed, and patients began to complain of further pain. Therefore, re-surgery was done on (B)(6) 2022. The fns implants were removed, and an artificial femoral head was inserted. The surgeon commented that the patient might have had a disadvantageous constitution for bone union because the patient was a heavy smoker at the level where smoking in a hospital room cannot be stopped. An x-ray was taken on (B)(6) 2022 and it was confirmed that no fragments remain in the patient. This report involves one (1) bolt for femoral neck system 75mm length - sterile. This is report 3 of 4 for (B)(4). This product complaint, (B)(4), is related to (B)(4) which reports about the event which occurred in the revision surgery. This pc reports about the bone union failure, femoral neck shortening and pain which occurred after the first surgery.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter facility name: (B)(6) hospital. Reporter is a j&j employee. Part # 04.168.275s, lot # 221p578, manufacturing site: (B)(4), release to warehouse date: 18.june.2021, expiry date: 01.june.2031. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.